Event description:
(B)(4). My doctor placed one coil in. One of my tubes was blocked naturally. I have severe bloating, fatigue, severe pain during sexual intercourse and pain while on the menstrual cycle. Severe back pain. And severe mood swings.